Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient is no longer able to hear with the device. Changing the external parts did not improve. Testing carried out on (B)(6) 2010 shows that the device has malfunctioned.